Event description:
8.5 in IV extension set (pressure rated) - cannot draw from or flush the tubing once connected to IV catheter. The extension set allows the rn to draw from and flush the IV, connect/disconnect infusions, etc. With ease. Manufacturer response for 8.5 in pressure rated extension set, (brand not provided) (per site reporter). The manufacturer has reviewed the reported issues and will be replacing the identified lot in stock.